Event description:
An aeris dilation catheter size 7x30 with a total inflation rate of 17 was being used and the catheter balloon busted. Physician examined patient and noted no patient harm occurred.